Event description:
It was reported the subject device lower jaw broke during procedure. There were no reports of patient harm. Lower jaw broke during procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.